Event description:
It was reported that the implant placement at tooth site #11 was done initially in soft bone with acceptable stability. The implant was removed due to pain and imitation.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.